Event description:
It was reported the patient experienced inadequate pain relief despite the targeted pain areas being covered by stimulation. Multiple attempts to reprogram the implantable pulse generator (ipg) were made, including the use of high-rate programs. However, programming capabilities were limited due to the battery life constraints of the implanted primary cell battery. As a result, the patient underwent a revision procedure where the ipg was replaced due to end of life and to implant a rechargeable ipg to allow for more programming options.

Manufacturer narrative:
Analysis of the returned implantable pulse generator (ipg) sc-1432 serial (B)(6) revealed no anomalies having passed all functional tests and exhibiting normal device characteristics. Additionally, the primary cell battery reached the end of service life after sixteen months, with the energy use index revealing an expected longevity per the instructions of only six months. Therefore, the cause of the reported inadequate stimulation experienced by the patient could not be determined, as there were no problems detected with the returned device.

Event description:
It was reported the patient experienced inadequate pain relief despite the targeted pain areas being covered by stimulation. Multiple attempts to reprogram the implantable pulse generator (ipg) were made, including the use of high-rate programs. However, programming capabilities were limited due to the battery life constraints of the implanted primary cell battery. As a result, the patient underwent a revision procedure where the ipg was replaced due to end of life and to implant a rechargeable ipg to allow for more programming options.